Manufacturer narrative:
Correction: the section h6 method code 4114 in additional report 1 should have been 4117. This correction is reflected in this additional report 2.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient was experiencing pain at the ipg site. As a result, the patient underwent surgical intervention during which the ipg was repositioned, resolving the issue.